Event description:
It was reported that cartridge alarms occurred during insulin delivery. Reportedly the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.